Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified signs of use and shim is missing ball bearing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. This device is confirmed to have been a part of a CAPA investigation. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. Complaint is confirmed based on the product evaluation. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was discovered to have missing components. Attempts to obtain additional information have been made; however, no more is available.